Event description:
During a cardioversion procedure for a pt in atrial fibrillation; an attempt was made to deliver a shock to the pt. The device indicated connect cable and use of the device was inhibited. The reporter stated there were no adverse affects to the pt as a result of device operation.